Event description:
The complainant alleged that during a routine shift check by a clinician that the device intermittently discharged. The complainant indicated there was no pt involvement with this particular event.